Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 11th february 2009 and that it had performed to specification up to the 29th january 2012. During this time device records several temperatures below the minimum recommended operating temperature range (10-50 degrees celsius) with a low of 6.5 degrees celsius. On the 5th february 2012 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 7th january 2013 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were recorded between the 5th february 2016 and the last log entry on the 15th april 2016. Investigation found the reported fault to be contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.